Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found damaged at the tip and bent in another location. A tear was found at the bend, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. Timeouts were observed in the download data. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had appeared damaged. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 425 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be "broken". As treatment, a manual injection of insulin (2 units) was delivered and a new pod was applied.